Event description:
Reporter alleged she had hypoglycemic symptoms for which the emts were called and they treated her with a glucose IV. Reported that she then ate a sandwich and drank apple juice. Reporter alleged she then obtained a discrepant blood glucose result about 100 mg/dl higher on the aviva system than the result obtained back to back on the emt's system when testing was performed less than 10 minutes apart. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent. Reporter stated she discarded the products used, and so no product will be returned for evaluation.